Event description:
The conmed system 5000 was involved in a pt burn where the handpiece got hot and also burnt the gloves the physician was wearing at the time. The biomed at the user facility stated that the physician did not receive a burn or any injury. The physician stated the handpiece became very hot and began to melt the surgical gloves. The biomed stated that he is not able to duplicate the event and the system 5000 functioned as intended. User facility did not wish to return the system 5000 to conmed electrosurgery for eval.

Manufacturer narrative:
Conmed electrosurgery has requested the user facility to return the system 5000 to conmed electrosurgery for eval. The user facility declined to return the system 5000. Conmed electrosurgery has made several attempts to obtain further info regarding the incident and pt status. These attempts have gone unanswered by the user facility.